Event description:
It was reported that during an interventional procedure for stenosis in the distal right vertebral artery va, when delivered the subject guidewire and microcatheter to the place, big resistance was encountered and the products were not able to be advanced to the location. Due to severe vascular tortuosity, during repeated attempts to advance the subject guidewire and microcatheter, the distal end of the subject guidewire fractured but did not completely separate. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the distal end of the guidewire was seen to be kinked with the nitinol tubing still intact at 196cm from the proximal end. There were procedural deposits present on the distal end of the guidewire. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. A complaint was reported for nv - guidewire distal tip broken/fractured during use and nv - device difficulty engaging target vesel. The reported guidewire distal tip broken/fractured during use was not confirmed during analysis. The reported device difficulty engaging target vessel could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician used a synchro2 guidewire in conjunction with a microcatheter to traverse the stenotic site. Due to severe vascular tortuosity, during repeated attempts to advance the guidewire and microcatheter, the distal end of the guidewire fractured but did not completely separate, and the microcatheter also became bent. Additional information provided by the customer indicated that when delivered the guidewire and microcatheter to the place big resistance was encountered and the products were not able to be advanced to the location. When the microcatheter brought the guidewire to reach the target vessel, tip of the microcatheter encountered big resistance. Continuous flush set up and maintained throughout the clinical procedure, and the patients anatomy was moderately tortuous. The guidewire was returned and the distal end was noted to be kinked, there was no fracturing noted to the distal end of the guidewire. It is probable that the severe vascualr totuousity and the repeat attempts to advance the giodewire caused it to become kinked to the distal end, it is likely that this kinking was perceived to be fractured. An assignable cause of not confirmed will be assigned to the reported guidewire distal tip broken/fractured during use. An assignable cause of procedural factors will be assigned to the reported device difficulty engaging target vessel and to the analyzed guidewire distal end/tip kinked/bent, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an interventional procedure for stenosis in the distal right vertebral artery va, when delivered the subject guidewire and microcatheter to the place, big resistance was encountered and the products were not able to be advanced to the location. Due to severe vascular tortuosity, during repeated attempts to advance the subject guidewire and microcatheter, the distal end of the subject guidewire fractured but did not completely separate. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.